Event description:
Medtronic received information indicating that this bioprosthetic valve, implanted approximately 2 years, was explanted and replaced with another bioprosthetic valve of the same model. The explanted valve had a tear on the leaflet and degeneration due to infective endocarditis. There was no further adverse effect on the patient. The explanted valve has been returned for analysis.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental repot will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve appeared to have been modified prior to implant. The sewing ring appeared to have been removed during explant. Damage observed on the inflow appeared to have occurred during explant. Cauterization was observed on the outer wall adjacent to the non-coronary cusp. All leaflets were in the closed position. All leaflets were slightly stiff but flexible. Cuts and/or tears on all leaflets appeared to have occurred during explant. Tears in the tunica of the right cusp appeared to have occurred during explant. Note: the location of the reported tear cannot be determined due to the explant damage. Pannus remained attached to the aortic wall on the outflow adjacent to the left right commissure and non-coronary cusp. Note: no visible evidence of infection in the valve. Radiography showed trace mineralization in the non-coronary cusp. Conclusion: based on the analysis it appeared that there was a combination of mineralization, and pannus overgrowth observed on the explanted valve. These findings are generally considered a patient-related condition. Due to the receipt of the valve, the cause of the tear could not be determined. There was no evidence of infection, such as vegetation. The device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.